Manufacturer narrative:
According to the initial notification received on 07/08/2025, "surgeon implanted valve and noted a "prolapse". A sample evaluation was performed on the returned graft (sgpv00, sid (B)(6) from donor 187616 on (B)(6) 2025. The graft was removed from the specimen cup and was visually inspected. No defects were noted during this visual inspection. The graft was then measured using a dilator correlating to the 20mm size listed on the certificate of assurance. The size of the graft was further confirmed when compared with a larger dilator (21mm/22mm) as the graft was visibly too small for this size of dilator. The certificate of assurance was reviewed in conjunction with this graft. A root cause could not be determined as all measurements were correctly documented. The certificate of assurance for pulmonary valve and conduit sg (sgpv00) sid# (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records were reviewed, and the technician was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. Currently we do not have an implant summary card for this homograft in our database, implant or explant operative notes, patient demographics or medical history, so it is unknown as to why and where this homograft was implanted. The incident implant and explant occurred during the same surgery on (B)(6) 2025 at a ¿(B)(6) hospital¿; the patient is most likely a pediatric patient. The cardiac homografts undergo inspection and sizing by the dissector as well as by the inspector prior to final packaging. All sizing is performed on the valve in an unpressurized state (i.e. Not under systemic pressure) using hegar dilators; it is unknown as to the sizing/method device that was used in the operating room on the explanted homograft. Per the certificate of assurance for this valve, it was measured and packaged to be a 20mm valve and the donor met all acceptance criteria. The cardiac instructions for use (IFU) includes a list of know adverse events that could result in a reoperation, including valvular and perivalvular insufficiency which may be attributed to leaflet prolapse. Reoperation in the pediatric cardiac patient population is not an unexpected occurrence. There is limited information available to determine the root cause for the reported prolapse and any relation to the homograft/donor. Additionally, evaluation of the explanted tissue confirmed proper sizing and labeling of the homograft with no root cause for the reported prolapse. The sg cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed in hazard step/item #: a.5 ¿ 2a, 4a, 7a, 13a, and 14a. The sg cryopreserved human tissue pfmea was reviewed. There is limited information available to determine the root cause for the reported prolapse and any relation to the homograft/donor. Additionally, evaluation of the explanted tissue confirmed proper sizing and labeling of the homograft with no root cause for the reported prolapse. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification on 07/08/2025, "surgeon implanted valve and noted a "prolapse". This investigation is relegated to pulmonary valve & conduit sg (sgpv00), donor 187616, serial number (B)(6) that was explanted.

Manufacturer narrative:
This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. G3/g4: 510k number erroneously omitted from report summary submitted on 09/24/2025.